Event description:
Caller reported occurrence multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed infusion set and cartridge, then resumed insulin. However, a system check was started but the occlusion alarm persisted. As a corrective action, technical support decided to send a replacement pump.